Event description:
Suspected defective components due to continuous error code 'mixing valve malfunction' with evotech endoscope cleaner and reprocessor; which renders the machine inoperable for high level disinfection of flexible endoscopes and inhibiting our ability to support departments with adequately processed scopes for surgical procedures.